Event description:
Per the clinic, the patient reported prolonged device intermittencies lasting several hours. The audiologist noted abnormal common ground (cg) impedances on electrodes 15 and 16. The patient also experienced pain/non-auditory sensations and decreased performance, with no connection consistently established with the device. It was also reported that the implanted device had not been used for approximately two years due to ongoing malfunctions. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) , 2025 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.